Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented in the emergency room after receiving several shocks, lead dislodgment was observed in the atrium. Patient had chronic atrial fibrillation. Lead was explanted. Patient was stable post procedure and will be monitored normally.